Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all stations were in critical override, displayed error message pharmacy order delayed downtime, patient information delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, all station in critical override, displayed error message pharmacy order delayed downtime, patient information delayed. A technical support specialist dialed into the station and found the tracing maintenance was timing out due to interruptions caused by issues with the mbm adapter and executed truncation, shrinking, and deletion operations as per the recommendations. Then monitored the system to ensure that the issue was resolved, and no further problems occurred. The system functioned as intended after the technical support specialist troubleshot the device.